Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose of 41 mg/dl and waking up with high blood glucose of 600 mg/dl. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital and did not contact healthcare professional. Customer had symptoms of high blood glucose; customer was thirsty. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles; there were no site or insulin issues; and settings were correct. Customer did not have tubing clamp and was advised that tubing clamp would be sent. Customer found tubing clamp but did not want to perform high pressure test due to recent set change. Customer was advised that tubing clamp order could not be retracted and infusion sets would be replaced.